Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer did offered to troubleshoot for high blood glucose and the customer declined. Customer stated that they had two high blood glucose as she was at school and she did not get her blood glucose down so she had to go home to change her infusion set. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.